Event description:
A complaint was received from a regional sales manager that a nurse reported a dialysis machine removed too much fluid from a pt. Follow up was done with the nurse manager (nm) of the dialysis facility. According to the nm, a male patient developed symptoms of severe cramping, hypotension, nausea, and dizziness and required a total of 2l of normal saline for symptoms to resolve. The pt goal was to remove 2.3 kg. At the end of treatment, the pt had removed 8 kg. She reports there was no indication of this via the machine display or data transferred to the treatment sheet. The pt did not require any additional medical intervention and continues on hemodialysis. The machine was removed from service by the facility biomedical technician who did not check the operation of the ultrafiltration pump. He replaced the actuator board and returned the device to service. The incident recurred with another pt and the machine was evaluated by a fresenius medical care regional equipment specialist who could not duplicate the issue. The ultrafiltration calibration passed.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. Plant investigation is in progress. A supplemental medwatch will be submitted upon it's completion.